Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 23mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 9 months. A surgical valve was implanted. Per medical record, the patient was known to have increased gradients (22mmhg) within one year of implant of the sapien 3 ultra valve and was placed on anticoagulants to treat. The gradient increased steadily over time to 30mmhg with mild aortic insufficiency (ai) approximately 2 years post implant. Approximately 3 years and 9 months post implant of the valve, the patient was admitted due to worsening shortness of breath with exertional chest pain; ruled in for n-stemi. The valve gradient had increased to 31mmhg with moderate ai. The overall physician impression was gradients were unlikely due to hypo attenuated leaflet thickening (halt) since the patient had been on anticoagulation. During this hospitalization, the recommendation was for valve-in-valve as indicated for possibly patient prosthetic mismatch vs. Early degeneration. The patient went into pea arrest and was intubated. Echo of the sapien 3 ultra valve revealed severe stenosis and moderate regurgitation with severe pulmonary hypertension. CT revealed sapien 3 ultra with leaflet calcification and degenerative stenosis. Patient prosthetic mismatch was stated as a likely contributor to the valve degeneration. Ultimately explant was chosen as the best intervention and the sapien 3 ultra valve. The explant was described as "uncomplicated". During the explant, the aortic space surrounding the valve was described as larger than anticipated, confirming the 23mm size was not a match and therefore a 25mm surgical valve was implanted.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of bioprosthetic heart valves. The IFU warns that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In addition, it cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. The valve academic research consortium-3 (varc-3) defines nonstructural valve dysfunction (nsvd) as any abnormality, not intrinsic to the prosthetic valve, resulting in valve dysfunction. Examples include paravalvular regurgitation, leaflet entrapment by pannus, prosthesis-patient mismatch (ppm), and inappropriate positioning or sizing. Prothesis-patient mismatch (ppm) refers to structurally and functionally normal prosthetic valves with an effective orifice area (eoa) physiologically smaller compared to the patient's body surface area (bsa) and cardiac output, thus resulting in abnormally high post-operative gradients. Based on varc-3, for an aortic valve prosthesis, severe ppm is defined by an indexed effective orifice area (ieoa) of <0.65 cm2/m2 and ieoa of <0.55 cm2/m2 for those with body mass index >30 kg/m2. In the mitral position, ppm occurs when there is residual mitral stenosis with higher trans-mitral gradients after mitral valve replacement. For a mitral valve prosthesis, severe ppm is defined as an ieoa of <0.9 cm2/m and ieoa of <0.75 cm2/m2 for those with body mass index >30 kg/m2. Literature review suggest that predictors of ppm after surgical valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger bsa, larger body mass index, smaller baseline eoa, smaller landing zone diameter and the utilization of a bioprosthesis. The possibility of prosthesis-patient mismatch should be considered in cases of consistently increased transprosthetic gradients with normal leaflet motion (in the absence of significant regurgitation). The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per to the IFU, it is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The IFU mentions that post-procedure and follow-up assessment of transcatheter heart valve performance by doppler echocardiography may be impacted by inherent limitations in the bernoulli equation used to determine measurements such as mean gradient, eoa, and prosthesis-patient mismatch. These limitations may lead to an overstating or understating of valve performance measurements after valve implantation. Per the IFU and varc-3, a post-procedural echocardiogram should be used to establish a baseline from which future follow-up visits are compared to, especially if prosthesis-patient mismatch is present after valve implantation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (older age, female sex, hypertension, and larger bsa) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The valve calcification and explant were confirmed based on medical record received. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as patient has a medical history of hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.